Event description:
The customer reported that the screen froze just before attempting to shock a patient. The customer used another defibrillator to provide therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.